Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment, there was no angulation or kink noticed in the delivery system, and an 9f delivery system was used. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer patent foramen ovale (pfo) occluder was chosen for a pfo closure using a 9f amplatzer trevisio intravascular delivery system. During deployment, it was noted that the left disc was bulbous and distorted. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and successfully closed the pfo. The patient remained hemodynamically stable throughout the procedure. There is no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable. No additional information was provided.